Event description:
It was reported there was an over infusion event. Infusion initiated at 1346 and the container emptied at 1405. Upon observation, the pump was set at the right rate and volume, however the infusion finished 11 minutes early. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
This follow-up report is to correct the manufacturer narrative reported under 2016493-2025-79534 follow-up #1. Upon further review of the investigation, it was revealed that the device s/n (B)(6) had malfunctions that are deemed MDR reportable. The malfunctions are listed in the imdrf annex a grid section of this follow-up report.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no patient involvement associated for the reported failure as it was observed by the manufacturer during servicing activity.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-79534 is a concomitant. Please refer to manufacturer report number 2016493-2025-79533 which captured the correct suspect device per investigation report.

Event description:
It was reported there was an over infusion event. Infusion initiated at 1346 and the container emptied at 1405. Upon observation, the pump was set at the right rate and volume, however the infusion finished 11 minutes early. There was patient involvement, but no harm.